Event description:
It was reported that while interrogating a device, the caller could not get the pen to respond. The caller took the pen out and replugged it in with the same result. The caller replaced the pen with a different one and still received the same result. The interrogation had to be completed using a different programmer. The programmer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).